Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 04-oct-2022. One photo and one used sample were received by our quality team for evaluation. From the photo an 18g product (green color protection cap) was placed on the patient¿s arm. Blood leakage under the dressing was observed from the returned photo. However, the returned photo does not match the gauge size of the reported component. The returned sample is a 20g (pink color protection cap). After decontamination, the sample was subjected to visual inspection, injection leak testing, and catheter adapter leak testing. All inspection results passed, and no abnormalities were observed. A review of the device history record could not be evaluated as the lot number is unknown. H3 other text : see h10.

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter was leaking. The following information was provided by the initial reporter, translated from german to english: vialon part was leaking.

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter was leaking. The following information was provided by the initial reporter, translated from german to english: vialon part was leaking.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.